Event description:
The valve was implanted in 1998 and was adjusted as necessary several times since that time. In 2003 the patient experienced symptoms of acute intracranial prssure and the valve could not be readjusted. The valve was explanted and replaced.